Event description:
The customer reported erroneously low or suppressed thyroid-stimulating hormone (tsh), total triiodothyronine (tt3), total thyroxine (tt4), folate, and vitamin b12 results for ten patients, on separate days, involving the access 2 immunoassay system. Subsequent analyses of the patient samples recovered results within the normal reference range. The erroneous results were not released from the laboratory. There was no patient impact associated with this event. The customer stated all quality control (qc) was within the established range and no system errors in the event log. The customer was advised to discontinue use of the instrument. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of four.

Manufacturer narrative:
The field service engineer (fse) discovered the fitting on the substrate bottle cap loose and tightened the cap. The fse adjusted the waste bottle full switch and completed the mixer pulley replacement modification. The fse performed a 20-replicate precision test on tsh, which passed within specification, and performed system check and high sensitivity system check; both passed within specifications. The fse verified the customer's quality control (qc) was within the laboratory's established limits. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. All related medwatch reports associated with this event: 2122870-2012-02024, 2122870-2012-02025, 2122870-2012-02026, 2122870-2012-02027.